Manufacturer narrative:
According to the field, the ra lead was disposed of and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited loss of capture. No asystole was noted and the patient was not pacemaker dependent. It was suspected the original implant position of the ra lead may have not been adequate as the patient had been in atrial fibrillation. Surgical intervention was performed and the ra lead was explanted and replaced. The physician had noted it took numerous turns to retract the helix during the extraction of the lead. No additional adverse patient effects were reported.